Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of atrial capture was observed during device interrogation. The device was reprogrammed. There were no adverse events for patient.